Event description:
It was initially reported by treating neurologist's office that patient will be explanted due to infection, but no further details were immediately made available. Further info indicates that the patient has had surgery to remove the device, but it was not immediately known when. Device history records were reviewed confirming that the lead and pulse generator were sterilized prior to distribution. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.